Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as severe itchiness that lead to the patient scratching his skin. The scratching lead to sores. The patient believes he is allergic to the gel provided as he was using the extra gel packets on the therapy pads. The patient did not report any open skin. The patient reported irritated area was on his back. There was no alleged device malfunction contributing to the irritation. Patient was seen by a physician who ordered to remove the equipment for a few days to allow skin to heal. The doctor prescribed (B)(6) lotion and the irritation improved.